Manufacturer narrative:
Reported event: inspected per tsp-0011 emax 2 anspach does not activate the burr ( no rotation). Method & results: device evaluation and results: per gsp case 125734, the device was inspected in accordance with tsp-0011 anspach emax 2 plus burr motor. Per the mps, the anspach emax 2 plus burr motor was not working (e8 errors - system fault) and caused the controller to go down. Per field service, the anspach emax 2 plus burr motor damaged the controller, blowing the cooling aspect of the controller board for the handpiece and creating intermittent e8 communication issues. Upon engineering inspection, it was found that motor phase wires were shorted to the connector backshell. The reported event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the anspach emax 2 plus burr motor controller power filter fuse being blown. There have been no other events for the referenced serial number. Complaints related to this part number will be tracked through quarterly trend request #(B)(4). Conclusions: the anspach motor is an OEM device. Upon receipt, the device was evaluated per tsp-0011 anspach emax 2 plus burr motor and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) . During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor. The case was then completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) . During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor. The case was then completed successfully.